Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. No unexpected blank screen or alarms occurred during our testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed self test and a21 error test. No a17 or a21 alarm noted during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a problem with the pump turning on. Customer stated that this morning, the pump kept vibrating and the time and date had to be corrected. Customer went to change the reservoir and the pump had gone through the self test twice. Customer stated that it won't turn on. Customer reported that there were some scratches but no cracks on the pump. Customer stated that the pump had not been dropped. Troubleshooting was performed and the customer stated that the display did return after inserting the battery correctly. Customer also found multiple external ram error and unexpected restart alarms in the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he does not have a back-up plan. Customer stated that he tried 4 different batteries prior to calling.